Event description:
Pt contacted dexcom technical support on (B)(6) 2012, to report that she's been experiencing a skin reaction and a rash with pustules at the insertion site. Pt consulted with her physician and was prescribed a triamcinolone acetonide cream to use on the insertion site. Pt's physician is unsure as to whether the skin reaction is an allergic reaction or not. Pt reports that although the skin irritation heals in 1.5 to 2 weeks, the sensor insertion puncture still leaves a mark on her skin even when she uses the cream. At the time of her call to dexcom technical support, pt reports that she had discontinued cgm use.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.